Event description:
Consumer called to report getting insulin reactions after giving the recommended doses transmitted by the plink meter. Their family member needed to take their to the hosp for treatment.